Manufacturer narrative:
(B)(4). Excessive force/device was used after expiration. Correction: device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Force applied to the shaft in the attempts to cross likely contributed to the shaft kinking/bending and subsequently separating. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, a review of the labels attached to the electronic lot history record for this lot that all labels indicated an expiration date (use by date) of 04/february/2015, which is 24 months from the date of manufacture (05/february/2013). However, it was reported the device was used on (B)(6) 2015. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: note the product use by date. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo in the distal right coronary artery. Reportedly, following pre-dilatation the 2.5 x 28mm rx xience v device was advanced; however, the stent proximal shaft broke into two pieces. The broken portion of the stent delivery system was withdrawn without issues. Resistance was felt during advancement and force was applied against resistance prior to shaft breakage. A balloon angioplasty was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.